Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate of abg ii. Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that, patient is experiencing pain in groin, discomfort and swelling. Dr. Sent letter and called patient and stated further testing, blood work and MRI is necessary.